Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and there was no patient harm or injury. Patient also alleged having headache, irritation, inflammation, hypersensitivity, nausea and vomiting, throat irritation and scratching. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device found minor wear and tear on the device. No evidence of degradation,contamination, or damage was observed. The device was disassembled for internal visual inspection. The manufacturer found no evidence of any degradation or damage of the sound abatement foam, and almost no dirt or dust in the patient airway or blower box. The manufacturer observed liquid ingress to the blower box. Carbonate deposit was found on the surface of the blower and on the interior of the blower box. The water tank also has carbonate deposit on the interior bevel of the tank plate, though it appears that most deposit has been washed/cleaned off. The manufacturer applied power to the device and powered on, provided airflow. The manufacturer reviewed the device's downloaded event log and found 1 error logged, instance of e-191 err_als_bist, a continue error. The manufacturer concludes there is no evidence of foam degradation within the device. The contamination found within thedevice is consistent with being from an external source

Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.